Event description:
In a report from the physician dated 8/14/06 (procedure was 2006), it was indicated that after a successful implant procedure (bifurcated and cuff stent grafts) and during recovery, the patient developed right leg ischemia requiring urgent surgical intervention. Thrombectomy, angioplasty and stenting of the native right iliac was performed with event resolution.

Manufacturer narrative:
Returned device evaluated; no issues related to event. Lot records reviewed with no anomalies.